Manufacturer narrative:
Other text: h6 codes updated. Device evaluation: one device was returned for evaluation in used conditions. Visual inspection confirmed the customer complaint and identified the spots as grease spots. Most probable root cause of this is traced to improper cleaning of the extrusion machine during the manufacturing procedure. Maintenance personnel were made aware of the issue and will continue to ensure that the machine is grease free. Device history review shows no non-conformities reported during the manufacturing of this lot number.

Manufacturer narrative:
Other text: d4: UDI number is unknown, no information has been provided to date. G5: 510k is blank device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that immediately after opening the package, a stain was discovered on two (2) places of the product. It was reported there was no patient injury and no further information will be available.